Event description:
The customer reported a negative axsym bhcg result (0.16 iu/l) on a patient on the day of the event. The patient returned to the customer laboratory four days later and informed the customer that patient was pregnant. The patient has been followed up at another facility (no information provided). The customer retested the patient's sample from the day of the event and axsym result of 82,694 iu/l was generated. No impact to patient management was reported.